Event description:
After insertion of the 10 mm port and removing the trocar (packaged together), the physician noticed the co2 was escaping from the 10 mm hole on the sliding reducer. Immediately md put a 10 mm scope in the trocar to seal the port so no more co2 would be lost and this worked fine. At the end of the case the physician took the scope out of the port and looked into the 10 mm hole, noticing a piece of the inside was broken. Md immediately put the scope back in and looked around the abdominal cavity where two pieces that had broken off the port were. One piece was a small white piece and the other was a larger light blue piece. Both pieces were removed and looked around to assure there were retrieved, the incision was closed. The physician then took the pieces and placed them back in the port like a puzzle to confirm that all the pieces were retrieved. All pieces fit together. Md also took a flashlight and looked down the barrel of the port to make sure there were no other loose pieces or problems, and there were none. There was no injury to the pt.